Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the buttons responded appropriately. There was no evidence of keypad contamination found under the button contacts. The alleged complaint was not duplicated and no defect was found. Unrelated to the complaint, evaluation revealed a scratched display lens, which has no effect on insulin delivery.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that the ok button was intermittently responsive. The patient claimed that the pump was worn on a belt clip and not cleaned. The patient stated a lens film was used. There is no reported adverse event with this complaint. This report is being filed due to the an allegation of a keypad failure.